Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Per the clinical information provided, the root cause of the optical signal issue was not determined since product was not returned and data logs were not returned as well. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted in a patient for circulatory support. Wile on support, the patient was having an ongoing placement signal drift, about 20 points higher than arterial line, indicating a placement signaling issue. This procedure was a successful bridge to a left ventricular assist device.